Event description:
It was reported that during the implant attempt the lead helix could not be extended after multiple turns (outside the body). The lead was not used and it was returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt the lead helix could not be extended after multiple turns (outside the body). The lead was not used and it was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel.